Manufacturer narrative:
The device was not returned to mmdg for investigation. Based on the information provided by the initial reporter, the pump appears to be infusing at a rate that mmdg would consider reportable.

Event description:
The initial reporter stated that the patients infusion "therapy is ending before it should be". Mmdg did follow up with pharmacist and "it is suspected that there might be some user error involved given it is happening on both pumps that are two different models". No patient harm. Patient obtained pump replacement from provider. (B)(4).